Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a failed battery test. The customer¿s blood glucose level was 164 mg/dl. Troubleshooting was performed for failed battery test and customer received failed battery test. The customer was advised the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.